Event description:
Developed thrombosis and partial recannulation of left axillary and subclavian vein sometime after placement and today's date. Pt not hypercoagulable, no prior hx of venous thrombosis. Undergoing chemotherapy for acute myelocytic leukemia.